Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow occurred during use of a clearlink continu-flo solution set. The device was being used with a baxter secondary set and a sigma spectrum infusion pump, and the flow rate was set to 400ml/hr. The reporter stated that the secondary ferumoxytol being administered was backflowing through the pump into the primary saline bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.